Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. As a result of the patient's experience, the patient underwent bilateral explantation on (B)(6) 2020. In section b, the "required intervention" selection has been selected in place of "other serious". In section d7, the explantation date has been updated accordingly. In section h, the method code has been updated to device not returned. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient had bilateral capsular contracture (baker grade iii on the left side; baker grade IV on the right side). Reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with 600cc mentor memorygel breast implants and experienced postoperative bilateral rupture. The diagnosis was confirmed by an MRI on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.